Event description:
It was reported that ventricular tachycardia and death occurred. The 90% stenosed, 30mm in length, eccentric target lesion was located in the moderately tortuous, moderately calcified and 2.5mm in diameter right coronary artery (rca). Predilation was performed. A 2.50x38mm promus element¿ plus stent was advanced to the lesion; however, due to moderate calcium at te proximal rca, the physician encountered resistance. A buddy wire was advanced to help deliver the stent. The stent was deployed. A proper post dilatation was performed and the procedure was completed with this device. Post procedure, when the patient was being transferred to the intensive care unit (ICU), the patient became unresponsive. The patient was immediately taken to the table and angiography was performed and revealed the patency of the stent. Ventricular tachycardia occurred and the patient died.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).